Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device does not seal properly and abnormal alarm occurs after sealing. New device was used to complete the case. No patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.